Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, it was found that the fluid was clear. It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified medications (drug names, doses, routes, frequencies, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient recovery status was unknown. No additional information is available.